Event description:
The physician attempted an arteriotomy closure using the closer tsl 6 fr. Device via the left common femoral artery. The device was inserted and deployed without complication. The patient was transferred to the holding area where it was determined that the pulses in the left leg were diminished. The physician brought the patient back to the cardiac catheterization suite and an arteriogram was performed of the left common femoral artery. The left common femoral artery was occluded. The physician felt that this might have been due to a possible back wall stick. The patient was taken to surgery where a cutdown was performed and a gortex bypass graft was placed in the common femoral artery. The patient recovered without incident.